Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device used in the procedure was not returned for analysis. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4):requested clarification of additional information received.one of the questions asked was, 'did the operation change significantly as a result of the device issue? The response was, surgeon said yes.'asked, "can you please advise as to how the procedure changed?"response received: "no, there was no operation change."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? -laparoscopic surgery. What device was used for the proximal and distal transaction? What color reload? -echelon flex 60, gold cartridge. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) -hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? - purse string holder. Was the spike of the trocar inserted lateral or through the staple line? -lateral site. What confirmation did the surgeon receive that the anvil was firmly attached? -the anvil was firmly attached between proximal and distal. When the device was fired, where was the indicator within the green zone/gap setting scale? -1/3 gap setting was confirmed. Was buttressing material utilized? -no. Was the instrument fired across or near an existing staple line or clip? -yes. On endo cutter staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? -click sound. Were any unexpected noises heard? -no. Were any of the forces higher or lower than expected (closing, firing, or opening)? -no. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? -yes, l after firing the body wasn't pulled out, tissue was stacked inside of housing. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) -reinforce suture. Did the operation change significantly as a result of the device issue? -surgeon said yes. What is the patient' age and sex? No information. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes, dr (B)(6) intack. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the staples were malformed. It was not reported how the case was completed. There was no patient consequence.